Event description:
It was reported that a handheld "screen freezes up after starting the handheld". The screen shows sql errors. The handheld and flashcard were returned to manufacturer. Product analysis is pending.